Event description:
During review of the data log, found error 49, 33, 51, air sensor alarm and flow rate.

Event description:
During review of the data log, found error 49, 33, 51, air sensor alarm and flow rate. The device was received for evaluation. Reviewed history log, verified non consecutive errors, error 33 (2x) and error 99 (1x). Observed abnormal noise from clamp motor, replaced. Air detector functionality test passed. Per IFU, device can be returned back to use. Equipment cleaned and post repair tested per quality control check list. Equipment is functioning as intended and is released for further use. Error 99 (watchdog error) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. Error 51 (defective speaker) is known and is linked to a software issue. This error has been corrected in the latest software version available 1.9a. CAPA was initiated for this issue.